Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier scanner was not working. A technical support specialist (tss) addressed an issue where biometric identification was not being recognized during login. The tss removed an unnecessary bluetooth driver, disabled the bluetooth generic adapter, and tested the login process to confirm that normal operation had been restored. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identification was not working, user attempted 3 persons, but issue still persist. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.